Event description:
It was reported that during a low anterior resection procedure, there was breakage of the articulation lever. There was no reported pt consequences. It was not reported how the case was completed.

Manufacturer narrative:
H.6: broken articulation bands. Evaluation summary: one instrument was returned soiled in dry body fluids, otherwise in good visual condition and loaded with a fully fired cartridge that was noted to be in good visual condition. When tested for functionality with a test cartridge, the staples were noted to be malformed; in addition, the instrument was noted to have low pre-load force. It appears that the instrument was clamped on tissue that is thicker than indicated. Clamping on tissue that is too thick will result in an insufficient jaw force, causing malfunction of the instrument. Please refer to the package insert for the appropriate tissue thickness when selecting the staple cartridge to be used. The instrument was disassembled to verify the condition of the internal components and the articulation gear teeth were noted to be damaged causing the staples to be malformed; no other anomalies were noted.